Event description:
The customer reported that the system would not boot. No pt injury was reported.

Manufacturer narrative:
The ge service rep troubleshot the system to a bad surge supressor board. He ordered and installed a new board.